Event description:
The incident occurred during a suturing procedure. The light had been positioned over the stretcher. The physician was suturing the pt while the mother was holding the pt. The light fell over hitting the pt's mother in the head and knocking her to the floor.